Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following an ablation procedure, noise was noted on the right atrial (ra) lead. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.